Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that owing to intolerable glare at night an intraocular lens was required to be explanted from the right eye. Further, during the explant the incision was required to be enlarged. It was further stated that post explant, the patient was doing well. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: serial #: (B)(4). Expiration date: 03/23/2017. Device manufacturing date: 04/23/2013. The intraocular lens was returned to the manufacturer for visual examination. The returned sample was inspected at 12x microscope magnification. Visual inspection revealed that the lens was cut in two pieces. The lens condition was consistent with a lens that has been explanted. Some fibers were present on the surface of the lens. The lens was identified as multifocal lens because of the presence of rings on the optic surface. Further analysis on the lens was not possible due to the condition of the lens received. A review of the manufacturing records showed no deviations or nonconformities. The manufacturing record and related documents shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.